Manufacturer narrative:
H3: evaluation determined that distal bearing is detached. The likely cause of failure identified as internal tube corroded. It was also noted tube is bent at the tooling input, laser markings are partially blurred, nut housing was stuck to disassemble it the knuckle and nut housing was damaged, shaft output drive and input drive are worn, and tube is heavily corroded, the spacers are stuck inside. Date of notification: 2024-aug-19 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of unspecified malfunction. No patient impact reported. Repair request escalated to a product event due to return in less than 90 days from purchase or repair.